Event description:
Asku

Event description:
It was reported while using the service diskette during the reboot phase, a system error appeared. The screen remained locked with this code in the upper left hand corner. Programmer rebooted again with the same code result. The programmer was returned for service. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) device powered up normal the first few times, however, it powered up with a system error after incoming functional test. The mpu (main processor unit) printed circuit board found out of electrical specification. The hard drive found out of electrical specification.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.